Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experience ineffective stimulation, unintended stimulation and pocket site pain. Diagnostics revealed one lead was fractured and the other lead had high impedances due to bilateral leads being tangled from twiddler syndrome. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein system was explanted and replaced, and the new ipg was sutured down to address the issue.